Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed carbon dioxide (co2) results obtained on two (2) patient samples on a dimension vista 1500 intelligent lab system. The customer observed that the co2 flex was at the end of the wells and replaced the low-volume flex with a new one. Siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the instrument data files and the information provided by the customer. Calibration was acceptable, and quality control (qc) recovered within range on the event date. Based on the available information, siemens determined that there were no issues with the co2 assay or the dimension vista 1500 intelligent lab system. The cause of the event is unknown. The issue was resolved by reprocessing the samples as part of standard troubleshooting procedure. A product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that erroneously depressed carbon dioxide (co2) results were obtained on two (2) patient samples on a dimension vista 1500 intelligent lab system. The erroneously depressed results were not reported to the physician(s), as the customer identified and corrected them before the physician(s) became aware, even though the results had been entered into the laboratory information system (lis). The same samples were reprocessed on an alternate dimension vista 1500 intelligent lab system. The reprocessed results recovered higher than the erroneous results. The higher reprocessed results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed carbon dioxide (co2) results.